Event description:
The patient had the neurostimulator trial procedure on (B)(6) 2014 and the stimulator lead was implanted in the patient¿s back. Following the procedure the patient was taken to an observation room/recovery area where the neurostimulator was programmed by or with the assistance of a company representative (rep). Immediately after the procedure the patient experienced rapid progressing pain in his back near the area of the neurostimulator. The patient also experienced loss of sensation and/or motor function in his lower extremities. The patient told the rep repeatedly that he had tremendous back pain and could not feel his legs yet. Programming continued with the neurostimulator and the rep did not immediately notify any health care provider (hcp). At some point following the neurostimulator trial procedure, the neurostimulator and leads were removed. After the removal procedure it was observed that the neurostimulator was working properly, but then observed that it was not working properly. At approximately 5:13pm on (B)(6) 2014 the patient was transferred to a hospital via ambulance. Upon arrival of the ambulance the patient had weakness and/or sensation problems in his lower extremities. The patient underwent emergency surgery on (B)(6) 2014 at the hospital. The patient was paralyzed in his lower extremities and has sustained permanent deficits which continues to this day. The patient suffered painful, permanent, disabling, and disfiguring injuries to his body; which aggravated his pre-existing condition. The patient became a paraplegic and suffered. If additional information is received, a follow up report will be sent.

Event description:
Further information received from the attorney reported that while the patient was in the observation/recovery room and after notifying the manufacturer representative of a tremendous surge of back pain and numbness/weakness they were told that adjustments would be made. The patient was advised to adjust their posture including, but not limited to, stretching, twisting, leaning, and/or bending forward thereby causing another tremendous surge of sever debilitating pain and further increasing the bleeding that was occurring at the surgery site. It was stated that the representative pushed forcefully, aggressively and repetitiously in the area of the leads that had been implanted in the patient's back after being told about the surge of pain and thereby caused another surge of pain.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).